Event description:
It was reported that the patient was diagnosed with erectile dysfunction and a surgical intervention was requested to treat it through the placement of a penile prosthesis. The procedure was performed on (B)(6) 2016, during which the penile prosthesis was implanted. On (B)(6) 2017, the first medical check-up took place, during which it was determined that the prosthesis was not functioning correctly. On (B)(6) 2017, the patient suffered priapism, possibly due to a rupture and had to visit the emergency department of his hospital. The patient alleges that the inability to have sexual relations has severely affected him to the point that he has attempted to end his life on several occasions. Then, a physician recommended the device replacement due to the device was activating sporadically because a valve malfunction. Finally, on (B)(6) 2020, a new intervention was performed to replace the inflatable penile prosthesis (ipp) successfully. There were no further patient complications.

Event description:
It was reported that the patient was diagnosed with erectile dysfunction and a surgical intervention was requested to treat it through the placement of a penile prosthesis. The procedure was performed on (B)(6) 2016, during which the penile prosthesis was implanted. On (B)(6) 2017, the first medical check-up took place, during which it was determined that the prosthesis was not functioning correctly. On (B)(6) 2017, the patient suffered priapism, possibly due to a rupture and had to visit the emergency department of his hospital. The patient alleges that the inability to have sexual relations has severely affected him to the point that he has attempted to end his life on several occasions. Then, a physician recommended the device replacement due to the device was activating sporadically because a valve malfunction. Finally, on (B)(6) 2020, a new intervention was performed to replace the inflatable penile prosthesis (ipp) successfully. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted